Event description:
Limited information was reported from the sales rep on behalf of the hcp that strattice device lot was (B)(4), con1006 was explanted, may have been in august. The sales rep was unsure if it was an infection. No other information was provided. The complaint related device was discarded. Clarification was received that the lot associated with this event is sp200131-304. Updated information was received on 10/jan/2023, that the strattice was implanted on (B)(6) 2020. The l drain and more drainage than the r and the l drain was removed (B)(6) 2020. After the drain removal the patient had intermittent drainage from the l breast from (B)(6) 2020 to (B)(6) 2021. The l breast was swollen and tender. The implant was removed on (B)(6) 2021 and pathology of the strattice was taken. The hcp does believe the infection was due to the strattice.

Manufacturer narrative:
Based on the internal investigation into lot sp200131 with no remarkable findings, including (B)(4) devices distributed with no other related complaints reported against the lot and no related deviations or nonconformances revealed during manufacturing, strattice as a contributing factor to the event cannot be ruled out, thus this event was reported to the FDA as serious injury. Lot sp200131 was terminally sterilized and met all qc release criteria. It was reported the hcp indicates a relationship between the strattice and the infection. As indicated in the instructions for use, infection is a potential adverse event associated with implantation procedures where surgical mesh materials are use. No further actions are required, no device nonconformances were confirmed.